Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe was returned for evaluation. Catheter was connected to vigilance ii monitor and "check thermal filament connection" error message was shown. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The thermistor circuit was continuous and there were no open or intermittent conditions observed. No visible inconsistencies were observed on eeprom data. A cut down of the catheter body was performed just proximal of the thermal filament to expose the leadwire. Continuity testing confirmed an intermittent condition between the leadwires and the thermal filament. All through lumens were patent without any leakage or occlusion. The balloon was found to be torn off between the bonds and was not returned. Latex was found still attached at the bonds. No visible damage to the catheter body or returned syringe was observed. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of cardiac output issue was confirmed. In addition, the balloon was found to be torn off between the bonds during evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that no parameters of cardiac output were obtained with the swan-ganz catheter when connecting to vigilance monitor before use. There was no allegation of patient injury.